Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to get the ipg charged up since a non-device related surgery where electrocautery was used. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.